Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, that the temperature control was not working correctly. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
This complaint was confirmed. Two thermostats were returned were found to be faulty. One of the thermostats was found to be from a temperature control module (tcm). This is not to be used on the cooler/heater. No additional action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.